Manufacturer narrative:
The manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Investigation summary: no samples or photograph were received along with the reported complaint of mix product and pain with insertion. The investigating team has used the retention samples of material number 307757 and lot number 2185034 for investigating the reported defect. The investigation and simulation were carried out on retention samples where the investigating team has visually checked the samples for mix product and no mix product was found in the retention samples. The pain factor cannot be concluded as the 3ml gauge is 23g and 5ml is 24g, it also depends on injecting person. The mix product issue was checked, both the lots have been produced in a gap of 4 months, so mixing is not feasible at production end. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported while using bd emerald¿ - 3-piece syringe there was a mix of product types. There was no report of patient impact. The following information was provided by the initial reporter: he had purchased the four boxes of emerald syringe 5ml 24x1 an cat no. 307757, lot 2185034, in which few syringes of bd emerald syringe 3ml 23x1 an cat no. 307753, lot no. 1358463, was mixed.